Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to completely retract when the safety button was pressed, resulting in a dirty needle stick to the right index finger. The following information was provided by the initial reporter: "staff started IV insertion to the patient and activated the safety button to retract and the needle did not completely retract and it punctured her right index finger when she was connecting the IV line to the patient... Staff was xxxxx from gastroenterology department"

Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to completely retract when the safety button was pressed, resulting in a dirty needle stick to the right index finger. The following information was provided by the initial reporter: "staff started IV insertion to the patient and activated the safety button to retract and the needle did not completely retract and it punctured her right index finger when she was connecting the IV line to the patient. Staff was xxxxx from gastroenterology department."